Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports an ulcerated area at 3:00 o'clock which is between the size of the nickel and quarter. She went into the hospital for IV antibiotics earlier in the week and was given stool softeners at which time the ulcerated area developed. She usually uses water to cleanse her peristomal skin and at times uses dove soap. She applies stomahesive powder followed by no sting protective barrier to the ulcerated area. She applies stomahesive paste to her peristomal skin. She saw an ostomy nurse who recommended a convex skin barrier.